Manufacturer narrative:
An attempt to reproduce the reported event using the engineering minimed mobile app (software version 2.8.0) installed on iphone 16 (ios 18.3.1) and engineering carelink connect mobile app (software version 3.4.1[9116]) installed on samsung galaxy s25 (android 15) with engineering mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the lack of diagnostic logs required for a comprehensive analysis. However, we observed that the minimed application stopped sending periodic data for some time. The exact reason for this behaviour is currently unknown, but restarting the mmm application usually resolves the issue. The esf number that corresponds to the reported issue is: (B)(4). For now, we can only recommend double-checking the mmm application and trying to restart it by performing the next steps: 1. Close the application. 2. Open application. This issue should be fixed in the upcoming release(s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no data available. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was partially performed and reported that carelink connect application was not getting any data. No harm requiring medical intervention was reported. No product return is required for mmt-6112.